Event description:
The customer observed a falsely elevated creatinine2 on the alinity c processing module for one patient. The following results were provided (reference range <1.2 mg/dl): sid (B)(6), initial creatinine results= 16.42 mg/dl; repeat results using a different method at a different laboratory confirmed the results. The patient was referred to the hospital and the creatinine was repeated and was in normal range using an unknown method (no actual result provided). Additional results were provided: bun= 279.92 mg/dl; potassium= 9.88 mmol/l; cystatin c= 1.25 mg/l . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the creatinine2 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71572ud00. A device history record review did not identify any nonconformances or deviations associated with the complaint issue. In-house testing was completed with a retained kit of the complaint lot number. All validity and acceptance criteria were met and the product is performing as expected. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the creatinine2 assay lot 71572ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine2 on the alinity c processing module for one patient. The following results were provided (reference range <1.2 mg/dl): sid (B)(6), initial creatinine results= 16.42 mg/dl; repeat results using a different method at a different laboratory confirmed the results. The patient was referred to the hospital and the creatinine was repeated and was in normal range using an unknown method (no actual result provided). Additional results were provided: bun= 279.92 mg/dl; potassium= 9.88 mmol/l; cystatin c= 1.25 mg/l there was no impact to patient management reported.